Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received revealed the patient's lead was explanted and replaced (with a different model). Therapy was restored post-op.

Manufacturer narrative:
The event date is unknown. During processing of this complaint, an attempt was made to obtain the patient's weight. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient lost coverage/pain relief after experiencing a fall. X-rays were performed and confirmed lead migration. As a result, the patient may undergo surgical intervention to address the issue.